Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, "at around 16:00, the blood vessels were assessed for the patient according to the doctor's instructions, and the operation was strictly in accordance with the PICC catheter placement operation specifications, and the guidewire was sent into the guidewire after the puncture was successful, and the sheath failed, and the guidewire and puncture needle were immediately withdrawn, and the guidewire and puncture needle were found to be detached, and the catheter sheath could not be successfully sent, so the new catheter kit was immediately replaced and the PICC was successfully inserted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The initial complaint was submitted with 09 january 2024 as the date of awareness. After further review, it was determined the date of awareness for this event is 16 january 2024.

Event description:
It was reported that, "at around 16:00, the blood vessels were assessed for the patient according to the doctor's instructions, and the operation was strictly in accordance with the PICC catheter placement operation specifications, and the guidewire was sent into the guidewire after the puncture was successful, and the sheath failed, and the guidewire and puncture needle were immediately withdrawn, and the guidewire and puncture needle were found to be detached, and the catheter sheath could not be successfully sent, so the new catheter kit was immediately replaced and the PICC was successfully inserted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed. The product returned for evaluation was one guidewire and two introducer needles. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle). Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings in section h:11.

Event description:
It was reported that, "at around 16:00, the blood vessels were assessed for the patient according to the doctor's instructions, and the operation was strictly in accordance with the PICC catheter placement operation specifications, and the guidewire was sent into the guidewire after the puncture was successful, and the sheath failed, and the guidewire and puncture needle were immediately withdrawn, and the guidewire and puncture needle were found to be detached, and the catheter sheath could not be successfully sent, so the new catheter kit was immediately replaced and the PICC was successfully inserted."